Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during post implant device interrogation it was noted that the right atrial (ra) lead was sensing in the right ventricle. Fluoroscopy confirmed dislodgment. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.